Manufacturer narrative:
E1: initial reporter details are unknown g2: country of origin is japan. G4 510(k)#: the product ID: c01a-j, UDI: (B)(6) is not marketed in united states. However, a similar product with product ID: c01a, UDI: (B)(6) 510(k)# k041584 is marketed in united states. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via a manufacturing representative regarding a patient having th12 balloon k yphoplasty(bkp), th10-l2 posterior fixation for primary osteoporosis ( compression fracture). It was reported that cement leakage occurred during refill on the left side of th11 and the right side of l1, and the leakage was extracted. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that after inserting the screw, when the cement was started to be filled, cement leaked from the screw head part. They immediately stopped filling the cement and removed the leaking cement. Therefore, a sufficient amount of cement has not been filled. Compared to others, it seemed that the green line of the delivery guide did not go beyond the black line of the extender. However, since the fns tip has passed and could not be tightened any further, cement was filled at the discretion of the doctor. There was no malfunction with bone filler device.